Event description:
An article titled "safety and efficacy of vagus nerve an article titled "safety and efficacy of vagus nerve stimulation in fibromyalgia: a phase I/ii proof of concept trial" was received and reviewed on 10/03/2011. During the review of the article, it was reported that a participant developed an upper respiratory infection following implant. Attempts for add'l pt and event info have been unsuccessful to date.

Event description:
Follow up was performed with the authors of the article. It was indicated that no other information, besides what was available previously in the paper, would be available for disclosure. Per the reporter, information was previously provided to the manufacturer on issues which the authors deemed to be significant; however this cannot be confirmed as patient information was not provided.

Manufacturer narrative:
Citation: lange, gudrun, malvin n. Janal, allen maniker, jennifer fitzgibbons, malusha fobler, dane cook, and benjamin h. Natelson, "safety and efficacy of vagus nerve stimulation in fibromyalgia: a phase I/ii proof of concept trial". Pain medicine 2011; 12: 1406-1413.